Manufacturer narrative:
Device evaluation: the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Additionally, the pump remained flat after testing. The product analysis confirmed that there was a pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to frequent dimpled pump malfunction and had a difficulty to use it compare with cxm pump. A new inflatable penile prosthesis pump was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was no specific cause found for the event.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to frequent dimpled pump malfunction and had a difficulty to use it compare with cxm pump. A new inflatable penile prosthesis pump was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was no specific cause found for the event.